Event description:
It was reported that the right ventricular (rv) lead had insulation damage. The lead insulation was repaired with a lead repair kit. The lead was tested to be stable and consistent. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.